Event description:
It was reported that during the implantation of an epidural lead in the cervical region for spinal cord stimulation, the pt had an anesthesia complication and aspirated. The procedure was aborted; the pt was taken to the recovery room. No system components were implanted. The pt recovered and is doing well; surgery is being rescheduled. Additional info is being requested, a follow-up will be sent if additional info becomes available.